Event description:
A pt reported they were seen in ER with symptoms of weakness. Their ot profile meter allegedly had no power. There was no result on their meter. No other results were reported. Treatment was orange juice in the hospital. No further info has been reported.